Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation on a thoracoscopic lobectomy, while preparing, the display screen did not respond and it remained black status, when the power handle was removed from the battery charger during the setting. At that time, the charger illuminated green. On the hospital side, the green button was pressed and held down and then restarted, and even though the power shell (1) that had been attached was changed to a new power shell (2), it did not respond. Therefore, the was not used on the patient, and the tissue was resected by using another company's product. When it was inserted into the charger again, it flashed green once, but it illuminated green after about 5 minutes. The handle did not respond even though it was removed in that status. A different handle was inserted into the charger and it was able to charge. There was no patient injury.